Manufacturer narrative:
The 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to sepsis. It was noted tha t the ICD system will be replaced in the future. No further patient complications have been reported as a result of this event.